Manufacturer narrative:
Citation: minha s, et al. Comparison of permanent pacemaker implantation rate after first and second generation of transcatheter aortic valve implantation¿a retrospective cohort study. Catheter cardiovasc interv. 2021 aug 4. Doi: 10.1002/ccd.29891. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding permanent pacemaker implantation rates among patients undergoing transcatheter aortic valve implantation (tavi) with first generation compared to second generation valves and the impact of pacemaker implantation on long-term mortality. All data was retrospectively collected from a three-center registry between 2010 and 2017. Of the 1 ,377 patients included in the study population (predominantly female, mean age 83.2 years), 878 underwent tavi with a medtronic transcatheter valve: corevalve (602) or evolut r/evolut pro (276). No unique device identifier numbers were provided. Among all medtronic transcatheter valve patients, the procedural and one-month all-cause mortalities included 6 and 19 patients, res pectively. In addition, the authors noted that post-procedural pacemaker implantation did not have an impact on two-year all-cause mortality. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all medtronic transcatheter valve patients, adverse events that occurred between the implant procedure and hospital discharge included:conversion to open-heart surgery; stroke; bleeding (life-threatening, disabling, or major); major vascular complications; need for permanent pacemaker implantation; and new conduction or rhythm abnormalities (first-degree atrioventricular block, second-degree atrioventricular block, complete atrioventricular block, left bundle branch block, right bundle branch block, or atrial fibri llation/flutter). No additional adverse patient effects or product performance issues were reported.